Manufacturer narrative:
Device was used for treatment, not diagnosis. During subsequent follow-up with the affiliate additional information was obtained. The reporter clarified that the event occurred before use on the patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device had a hole/cut in the hose, the cable/cord/wiring was damaged, the bearings were damaged, and the locking components were damaged. It was noted that the motor and controller were defective, the test run was not possible, the hose was damaged, and the locking parts were defective. It was further determined that the device failed pretest for loctite and cable assessments, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, noise assessment, and air pump assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was displaying an e6 error code, there was an air leak inside of the motor, and the device was noisy during operation. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.